Event description:
The customer stated the system was not booting up to the lite screens. No patient injury was reported.

Manufacturer narrative:
The service rep scanned the log files and found a communication error and frame sync error. Replaced the sbc and s1 pcb and system working as intended. Found backplane needing replacement as well, and it is replaced on another case.